Event description:
It was reported when using the pyxis medstation es system, the drawer experienced a malfunction and was unable to open. The customer reported that the malfunction arose while the user was attempting to administer medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the sensor was broken and loose from latch. The field service engineer replaced hard stop sensor to address the issue. The system functioned as intended after the field service engineer troubleshot the device.